Event description:
It was reported the pt presented with cardiac failure (B) (6), severe aortic stenosis, and a maximum gradient of 70 mmhg. The valve was explanted and replaced with a 21 mm bioprosthesis from another MFR. The pt was reported to have died (date unk). Additional info has been requested.